Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect was used during a watchman procedure. It was mentioned that the patient had a neurological event post discharge from procedure. Patient returned to the hospital for intervention and it was discharged, and it was fully recovered. No clot was noticed during the procedure. There is no reason to believe that the versacross connect devices had any malfunction during procedure. The activated clotting time (act) was 250+. The irrigation was never interrupted or stopped during the procedure. The imaging performed to rule out thrombus pre procedure was transesophageal echocardiogram (tee). No pre procedure computerized tomography was performed. The procedure was performed on uninterrupted anticoagulation regimen. No fibrin or coagulant was seen on the tip of the devices at the procedure. No air was seen inside of the patient on imaging. All of the stroke symptoms were resolve within 24 hours. The patient was under general anesthesia during the procedure. After recovery, there were no neurological symptoms or issues present. The procedure was completed successfully. In the physician's opinion, the device or procedure contribute to the patient complication, but unsure how. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis.